Event description:
It was reported that during a procedure using the multifix knotless fixation device, the implant shattered into 4 pieces upon tapping into the bone. The surgeon was able to easily retrieve 3 of the broken pieces; however one piece was lost in the soft tissue. Eventually, the piece was located and a 1/2 inch incision was made to retrieve the missing piece. The procedure was completed successfully using a different arthrocare device, but this event caused the procedure to be 40 minutes longer than anticipated. There were no pt complications reported as a result of this event.